Event description:
It was reported that during central processing, the long bipolar grasper instrument was observed to have a burnt tip. There were no reports of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the long bipolar grasper instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was inspected and found to have no thermal damage. The instrument passed an electrical continuity test. The instrument was installed on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed an energy delivery test. The instrument was fully functional. No product issue was identified.